Event description:
A customer contacted physio-control to reported that their device had displayed a white screen during initial power on and had illuminated its service led. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h6, results code of the supplemental medwatch report indicates electrical/electronic component problem identified. Section h6, results code of the supplemental medwatch report should indicate operation problem identified. Additional mfg narrative of the supplemental medwatch report indicates physio replaced the user interface pcb assembly, system pcb assembly and performed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed parts were accidentally discarded, therefore further root cause could not be determined. Additional mfg narrative of the supplemental medwatch report should indicate physio replaced the user interface pcb assembly, system pcb assembly, printer and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed parts were accidentally discarded, therefore a conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to reported that their device had displayed a white screen during initial power on and had illuminated its service led. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio replaced the user interface pcb assembly, system pcb assembly and performed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed parts were accidentally discarded, therefore further root cause could not be determined.

Event description:
A customer contacted physio-control to reported that their device had displayed a white screen during initial power on and had illuminated its service led. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.